Manufacturer narrative:
On 9/24/2019, mentor became aware that the initial report did not specify the reason for device explant and/or reoperation. The patient was explanted their device due to capsular contracture. The right-sided rupture was only discovered during the explantation procedure.

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00328223. Device investigation summary: during evaluation of the sample, multiple creases were observed on the anterior and posterior view. In particular, the anterior view revealed a shell abrasion. Leak testing revealed on the posterior view four (4) tears (a, b,c,d) within the crease and shell abrasion, all tears measuring approximately less than 0.1 cm. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Shell abrasion suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Manufacturer's record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00328223. It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent biliateral explantation on (B)(6) 2019. During the explantation procedure, the surgeon discovered a rupture on the right-sided device. This report is for the patient¿s right-sided device.